Event description:
During testing at the user facility, it was noted that the device battery was swollen. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the device battery was found to be swollen. This was due to the battery. This report represents all the info known by the reporter upon query by hospira personnel.